Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a needle retraction issue occurred. The sensor was inserted on (B)(6) 2018 into the abdomen. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.